Event description:
It was reported that the patient sent a remote transmission to the clinic which shows that the device had an electrical reset. The clinic scheduled the patient to come to the clinic and have software loaded onto the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implant date: (B)(6) 2010. (B)(4).